Event description:
It was reported by dealer that the package arrived without all of the parts. The dealer states that only one bolt was in the package, not both. The dealer has no further information to provide.